Manufacturer narrative:
(B)(4) for the reported event of stent blocked/occluded. (B)(4) for the reported event of stent cover damaged. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat an esophageal fistula. On (B)(6) 2014, a gastroscopy procedure was performed and an ingrowth of the esophageal mucosa was noted through the holes on the cover of the stent. The stent was removed from the patient without serious injury. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: reporting was required because the device is only sold ous but is similar to the (B)(4) that is sold in the u.s. It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat an esophageal fistula. On (B)(6) 2014, a gastroscopy procedure was performed and an ingrowth of the esophageal mucosa was noted through the holes on the cover of the stent. The stent was removed from the patient without serious injury. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted

Manufacturer narrative:
Investigation findings: returned for analysis was a deployed stent only. The stent was fully expanded and there were no issues noted with its dimensions. Multiple slits / holes were noted throughout the stent cover. One hole was greater than 1m in diameter. The remaining holes / slits were smaller than 1.0 mm in diameter. The investigation concluded that this complaint is associated with a product that meets specification however the user is dissatisfied with the function, performance or appearance of the product. Therefore, the most probable root cause classification user preference issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat an esophageal fistula. On (B)(6) 2014, a gastroscopy procedure was performed and an ingrowth of the esophageal mucosa was noted through the holes on the cover of the stent. The stent was removed from the patient without serious injury. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted